Event description:
Patient presented to the physician with tethering from the stimulation lead that was causing pain. Physician brought the patient into the operating room, re-tunneled the stimulation lead to provide additional slack, and closed.

Event description:
Patient presented back to the physician with ongoing tethering from the stimulation lead and neck pain. Physician brought the patient into the or and removed the entire inspire system.